Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a flash memory failure at components u102 and u105 on ca board sn (B)(4). The cause of the resets was the flash memory failure. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Additionally, liquid contamination was found on the battery board. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.